Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported to csi that the device was retained by the hospital facility. If the device is received and an analysis is performed a supplemental MDR will be submitted. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on a stent and the patient expired. The target lesion was located in the diagonal branch and was distal to a previously placed stent. The lesion was treated with three passes of the oad on low speed. When the oad was removed, tension was noted at the distal edge of the stent where no treatment had been performed. The device was readjusted multiple times over the course of one hour in an attempt to remove it, however the tension was still present. The driveshaft was destructively cut and a catheter and multiple balloons were introduced to attempt to release the crown. After a number of hours the patient was transferred to surgery to attempt to remove the device. It was reported to csi that the patient later expired.